Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the "edge of the lead did not open". The lead was removed from the patient and tried again; however, again it "could not be opened". The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix of the implantable pacing lead was blocked and would not extend. The lead was removed from the patient and tried again; however, again the helix would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.